Manufacturer narrative:
Device not returned.

Event description:
It was reported that the led light around the wake button did not flash at all. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.